Event description:
A malfunction alarm was reported on the pump, and there were no notable events leading to this malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it. No recurring issues were reported after the reset, and the customer was advised to continue using the pump and to contact support if any further issues arise.